Manufacturer narrative:
(B)(4). Device received with no button response on the down arrow button due to moisture damage on keypad traces. Unable to perform displacement test and selftest due to unresponsive keypad. Moisture damage on electronic board stack, motor assembly and force sensor assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons had to push multiple times before responding. The customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer stated this issue happened almost every morning. Customer stated the button was unresponsive during an easy bolus attempt. Customer stated the buttons were responding now. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.